Event description:
Reportable based on device analysis completed on 27nov2024. It was reported that a bad catheter tip was noted. The target lesion was located in the arteriovenous fistula (avf). An avx thrombectomy set was selected for thrombectomy. However, during preparation, bad catheter tip was noted. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure. However, device analysis revealed a hypotube separation and stretching at 2 cm from the tip.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Visual and microscopic examinations revealed a hypotube separation and stretching at 2 cm from the tip. No other issues were identified during the product analysis.